Event description:
It was reported to philips that the device experienced recurring charge shock failures during operational testing. It was noted that the customer had already swapped out the therapy cable and test load but the issue remained.